Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic, chronic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, gerd, migraine, uterine bleeding and menses irregular. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), levothyroxine sodium (synthroid), omeprazole, sertraline and sumatriptan. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psych injury /psychological or psychiatric problems condition:depression and mental anguish,"), depression ("psych injury/psychological or psychiatric problems condition:depression and mental anguish,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdominal, chronic") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with ethinylestradiol;norethisterone (necon 10/11), sertraline hydrochloride (zoloft) and surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the anxiety, depression, menorrhagia, vaginal haemorrhage and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic pain, abdominal pain, general abnormal bleeding and not for psych injury. Insertion details:- there were 4 coils visible protruding thru the right tubal ostium. The same procedure was performed on the left tubal ostium. There were 3 coils visible protruding thru the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received :aka name added, reporter added, lot number added, patient demographic added, event psychological trauma was updated to more specific events: depression and mental anguish, events added- urinary stress incontence, abnormal bleeding (vaginal, menorrhagia). Events onset date, events severity, treatment drug, concomitant drug, medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic, chronic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, gerd, migraine, uterine bleeding and menses irregular. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), levothyroxine sodium (synthroid), omeprazole, sertraline and sumatriptan. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psych injury /psychological or psychiatric problems condition:depression and mental anguish,"), depression ("psych injury/psychological or psychiatric problems condition:depression and mental anguish,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdominal, chronic") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with ethinylestradiol;norethisterone (necon 10/11), sertraline hydrochloride (zoloft) and surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the anxiety, depression, menorrhagia, vaginal haemorrhage and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pelvic pain, abdominal pain, general abnormal bleeding and not for psych injury. Insertion details:- there were 4 coils visible protruding thru the right tubal ostium. The same procedure was performed on the left tubal ostium. There were 3 coils visible protruding thru the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic, chronic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain abdominal, chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient had received treatment for pelvic pain, abdominal pain, general abnormal bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated. New events abdominal pain, general abnormal bleeding and psych injury added. Outcome for the events pelvic pain, abdominal pain and general abnormal bleeding updated to recovered / resolved. Patient dob added. Reporter information, product indication, insertion date and removal dates updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.